Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer that their device is no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The cause of the reported issue could not be determined.

Event description:
During a routine preventative maintenance (pm) inspection, physio-control observed that the customer's device would not power on when prompted even though the battery installed had sufficient energy. There was no patient use associated with the reported event.